Event description:
A malfunction was reported on a customer's pump, indicated by a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device, ensuring no recurrence of the malfunction after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged and understood.